Event description:
A zero-p implant was implanted for degenerative disc disease at c5-c6. The zero-p implant subsided through the inferior endplate of c6 and the screws in the c6 vertebral body were tilting into the spinal canal. Reportedly the surgeon, indicated over aggression in endplate preparation and implant countersinking. The pt did not have any spinal cord injuries as a result of the zero-p migration. During implant removal, three screws were removed and one screw stripped. The surgeon was unable to remove the stripped screw. The screw head was burred and the screw shaft was left in c5 without impinging on any structures. The rest of the implant was removed and pt was revised to fusion. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.